Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that emergency medical services was dispatched. They arrived at the end of the call. The customer¿s blood glucose level was over 600 mg/dl at time of incident. Another blood glucose level was 497 mg/dl. The customer was assisted with troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported symptoms related to high blood glucose such as disorientation. Customer stated that the drive cap was normal and slightly indented. The device will not be returned for analysis.